Event description:
The nurse reported tass was noted on the first day post-op exam. The surgeon stated he observed during initial reflux from the phaco handpiece numerous white particles went into the eye. The surgeon was able to remove most of the particles from the patient's eye. The surgeon did not take any cultures. One day post-op, the patient's cornea was white and her vision was cf (count fingers). In a subsequent post-op visit, her vision is 20/70 and he has noticed one white particle remaining on the anterior surface of the iol. The surgeon stated the bss used during surgery was perfectly clear. The surgeon does not suspect any alcon product as causing this event but implied that the cleaning/sterilizing process at the facility is suspect. The nurse stated the handpieces are immediately flushed 3 times with a 30cc syringe (not the recommended 120cc) of sterile after each surgery. They do not us detergents or enzymatic cleaners. The handpieces are flash sterilized between cases and are wrap autoclaved at the end of each day.

Manufacturer narrative:
The nurse stated she will send in the phaco handpiece, bss bottle, and cassette for evaluation. The company sales representative will review with the customer the appropriate cleaning and sterilization per the directions for use (dfu). Investigation including root cause analysis is in progress. A supplemental MDR will be when additional information becomes available.